Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant results was user error due to failure to prime the wash 1 bottle after it was replaced. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia centaur ahbs results were obtained on patient samples. The results were reported to the physician(s). The samples were subsequently repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant ahbs results.